Event description:
It was reported that a pericardial effusion occurred. A watchman access system (was) single curve was positioned and a 21 mm watchman laa closure device & delivery system (wds) were selected for use during a left atrial appendage (laa) closure procedure. After deployment, a 1 cm pericardial effusion was noted with contrast injection. All devices were removed and heparin was revered. No hemodynamic changes. No interventions were performed. The effusion was displaced around the heart and resolved on its own. Device remains in service. Patient is stable and has been discharged.